Manufacturer narrative:
The reported complaint that the icy catheter (lot # 189629) could not be fully inserted was not confirmed during functional testing. No issues or discrepancies were found on the returned catheter. No device malfunction was observed during the testing, and the catheter functioned as intended. Visual inspection of the returned catheter was performed. There was no kink, and no physical damage observed on the catheter. Observed blood residue on the balloons. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi; no leak and no issues were found. The catheter functioned as intended. Additionally, a guidewire test was performed. A known-good zoll guidewire was slowly inserted into the tip of the catheter and exited through the distal infusion luered port without resistance. The guidewire could be passed through the entire length of the lumen with no resistance.

Event description:
The physician attempted to insert the icy catheter (lot # 189629) on the right femoral vein but observed an evident resistance with the guidewire, and the catheter could not be advanced. A new icy catheter and the guidewire were placed smoothly on the same location to continue the procedure. No consequences or impact to patient.